Event description:
Lv lead dislodgment confirmed by interrogation on (B)(6) 2012 and revised on (B)(6) 2012 with good capture. All available info suggests this lead remains actively implanted. If add'l info becomes available, this event will be updated.

Event description:
(B)(6) 2013 - this patient recently lost a lot of weight leading to this lead dislodging on (B)(6) 2012. This lead/therapy was turned off.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.